Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 85 96sc, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 15-nov-2020, UDI #: (B)(4). Product ID: 8596sc, serial/lot #: (B)(4), ubd: 08-jun-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving unknown medication (dose and concentration unknown) via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had a positional headache that is relieved by lying down on (B)(6) 2019. On (B)(6) 2019, the patient had a disabling headache consistent with that of a lumbar puncture; therefore, an epidural blood patch was performed. It was indicated the event was related to the implant procedure. Medical or non-surgical therapy was performed on (B)(6) 2019 and the issue resolved without sequelae on the same day. The patient's weight was (B)(6).